Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that post the pt's pump exchange, the pt had significant bleeding and exacerbation of right heart failure which required temporary support of another device and inotropic agents. The pt also exhibited acute elevations in pump power with chronic anemia and continued elevation of lactate dehydrogenase (ldh). The pt was listed as 1a status for transplant due to symptoms. The pt was transplanted and the pump explanted on (B)(6) 2012.